Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: - were there any patient consequences? No consequences for the patient since the incident. - could you tell me if the midwives had a prescription for steroids or antibiotics? If yes, please provide medication name, route and dose. The midwife took nothing because she didn't prick herself with the needle. - was there any medical or surgical intervention required due to the risk of aes for midwives? No intervention took place for the midwife. H3 investigation summary- the product was returned to ethicon for evaluation. Ten unopened foil packets were received for analysis. Product code vr2253. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent the procedure of a perineal suture, following childbirth on (B)(6) 2025 and suture was used. The needle gave way by planting in the vagina, detaching itself from the thread. The needle remained deep in the patient¿s vagina. The ide had to recover it. The device involved is not available for analysis. No consequences for the patient since the incident. Additional information was requested.